Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the main cable, which includes power on/off, was disconnected at the connector of the main board. The device passed power cycling, and all required bench testing with the customer's returned battery. An internal inspection found no discrepancies. The cable connector was reseated and locked to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.